Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to improper endoprosthesis placement and branch vessel occlusion or obstruction.

Event description:
On (B)(6) 2017, the patient underwent an endovascular repair of a thoracic aneurysm using conformable gore® tag® thoracic endoprostheses. After the proximal gore® tag® device (tgu312610j/ 16084176) had been deployed, procedural angiography reportedly revealed limited blood flow to the left common carotid artery (lcca). It was reported that the proximal sleeve of the gore® tag® device may have partially and unintentionally covered the lcca. A metallic stent was implanted in the lcca to restore blood flow. The patient tolerated the procedure.